Event description:
It was reported that during a generator replacement procedure, the surgeon's handheld was unresponsive and was stuck at the alignment screen. It was reported that this was the first time that this handheld was used in about six weeks. Screen cleaning was attempted and a hard reset was performed. It was also confirmed that the screen was not locked. However this did not resolve the screen response issues. The caller hung up before the issue resolved indicating that she was going to find a different programming system. The patient was re-implanted without issue. The handheld has not been returned to the manufacturer to date.

Event description:
Additional information was received from the company representative on (B)(6) 2012, reporting that he was in the operating room on (B)(6) 2012 and was checking the programming system and the handheld computer was not functioning correctly despite performing troubleshooting steps as recommending in company labeling. The computer would not respond to the taps on the screen. A screen alignment was attempted, but the screen would not advance past the alignment screen. It was reported that the screen was not going around in loop, but it was confirmed that it would not respond to the taps. He stated the lock button was not on. No patients were affected as they were able to use the representative's programming system without difficulty. The handheld computer and related software was returned and received by the manufacturer on (B)(6) 2012. Product analysis was completed for both the generator and related software. During the analysis, it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Suspect medical device model #, corrected data: the initial report inadvertently reported the model # incorrectly. Device failure occurred, but did not cause or contribute to a death or serious injury.